Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the wrist on the fenestrated bipolar forceps locked. The instrument shaft broke, and two fragments fell into the patient. The fragments were retrieved during the same procedure. The procedure was completed.